Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The location of the infection was unknown but the patient had an indwelling catheter that might have been the source. No additional adverse patient effects were reported. This pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the patient had methicillin-resistant staphylococcus aureus  (mrsa) infection. This pacemaker was explanted. No additional adverse patient effects were reported.